Manufacturer narrative:
The pump passed the functional testing, including the unexpected restart, displacement, rewind, basic occlusion, occlusion, prime, off no power, excessive no delivery and self tests. All operating currents were within specification. The pump was received with intermittent act button response due to flattened button dome switches. No unlocked lcd keypad connector during visual inspection noted. No unexpected numbers scrolling or ramping during testing was noted. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner and a scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and a button error on the insulin pump. The customer's blood glucose reading was 400+ mg/dl. The customer treated with a shot. The customer stated that the act button stopped losing its function when she pressed it down. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The insulin pump will be returned for analysis.